Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer had high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer tried to deliver a bolus but the device kept starting and stopping. Device had alarmed no delivery alarm. Customer was hospitalized for leg surgery. During troubleshooting, found there was blood on site. Site was actively bleeding at time of call. Customer was on blood thinner. After troubleshooting, customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.